Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in the pelvic region") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction") and procedural pain ("following the removal surgery of essure, suffered a painful post-operative recovery"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory occlusion of the fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in the pelvic region/pain cramping") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure (batch no. 5619701-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6)2016 ap surg path final report - final diagnosis. 1. Uterine cervix, endocervical curettage. Polypoid fragments of benign endocervical tissue showing exuberant immature squamous metaplasia. 2. Uterus, endometrial curettage. Polypoid fragments of endometrial tissue showing pseudo-decidual change in stroma compatible with exogenous hormonal effect. 3. Left fallopian tube, salpingectomy. Complete cross section of fallopian tube. 4. Left essure, removal. Medical device; gross examination. Scant fragments of endometrial tissue, fibromuscular stroma and mucus. 5. Right. Essure, removal. Medical device; gross examination. 6. Right fallopian tube, salpingectomy. Complete cross sections of fallopian tube. Clinical history. Patient with previous essure with chronic pelvic pain. Also with irregular heavy menses. Operation performed: dilation and curettage (d and c), hysteroscopy, endometrial ablation hydro thermoablation (hta), laparoscopic removal of both tubes and essure devices. Specimen(s) submitted: 1- endocervical curettings. 2- endometrial curettings. 3- left fallopian tube. 4- left essure. 5- right essure. 6- right fallopian tube. Concurrent conditions included menses irregular and obesity. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), procedural pain ("following the removal surgery of essure, suffered a painful post-operative recovery") and abdominal pain lower ("lower abdominal pain/ cramping/ lower stomach pain"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomy and removal of essure on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, procedural pain, migraine and abdominal pain lower was resolving, the genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, headache and vaginal discharge outcome was unknown and the female sexual dysfunction and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth: (B)(6)1979. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: satisfactory occlusion of the fallopian tubes. Result: total bilateral occlusion.. Ultrasound scan - on (B)(6)2014: no pelvic organ enlargement or endometrial thickening. Small fibroids are present. Essure fallopian tube implants are noted; on (B)(6)2016: several static views from a real-time ultrasound study are available for interpretation. The uterus is anteverted and mildly enlarged. There are several small fibroids there is a dominant right ovarian cyst of 3.2 cm x 2.8 cm.. Lot number report 5619701 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received. Event outcome of extreme pain in the pelvic region/pain cramping was updated as recovering / resolving and event outcome of weight gain was updated as recovered / resolved. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in the pelvic region") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure (batch no. 5619701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), procedural pain ("following the removal surgery of essure, suffered a painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain/ cramping/ lower stomach pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure on (B)(6)2016) and surgery (ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, procedural pain, vaginal haemorrhage, menorrhagia, headache and vaginal discharge outcome was unknown, the female sexual dysfunction had resolved and the migraine, weight increased and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: satisfactory occlusion of the fallopian tubes. Most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches,pain, vaginal discharge, weight gain , lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in the pelvic region") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure (batch no. 5619701-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), procedural pain ("following the removal surgery of essure, suffered a painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain/ cramping/ lower stomach pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, procedural pain, vaginal haemorrhage, menorrhagia, headache and vaginal discharge outcome was unknown, the female sexual dysfunction had resolved and the migraine, weight increased and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory occlusion of the fallopian tubes. Lot number report 5619701 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in the pelvic region") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure (batch no. 5619701-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), procedural pain ("following the removal surgery of essure, suffered a painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain/ cramping/ lower stomach pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, procedural pain, vaginal haemorrhage, menorrhagia, headache and vaginal discharge outcome was unknown, the female sexual dysfunction had resolved and the migraine, weight increased and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory occlusion of the fallopian tubes. Most recent follow-up information incorporated above includes: on 26-oct-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.